Event description:
It was reported that the insulin pump was not delivering insulin. Caller stated that her son has had bent cannulas. Caller stated that the insulin pump failed to alarm. The blood glucose reading is 303 mg/dl. Treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.